Manufacturer narrative:
The manufacturer issued a recall notification to the identified customers who received the affected products. Additionally, the manufacturer notified the FDA of the voluntary recall and gained concurrence of the customer letter prior to its distribution. On 09/25/2017, the voluntary recall was initiated. No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided breast biopsy, the device allegedly was unable to obtain samples. It was further reported that the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
The manufacturer issued a recall notification to the identified customers who received the affected products. Additionally, the manufacturer notified the FDA of the voluntary recall and gained concurrence of the customer letter prior to its distribution. On 09/25/2017, the voluntary recall was initiated. Manufacturing review: a lot history review was conducted and it was determined that a device history record review was not required. Investigation summary: the investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: a labeling review was not performed.

Event description:
It was reported that during an ultrasound-guided breast biopsy, the device allegedly was unable to fire properly and unable to obtain samples. It was further reported that the procedure was completed with another device. There was no reported patient injury.